Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an integrated apd set w/cassette. This occurred during set up and fill steps of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the event and noticed air in the supply line. Renal therapy services (rts) reviewed the set-up steps with the hp. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The hp would start over using a new cassette. Rts discussed continuous ambulatory peritoneal dialysis with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.